Event description:
In keeping with historical complaints and MDR submissions for adverse event and or product problem, related to the continuous function of the leep 1000 units, a faulty foot pedal diaphragm may cause intermittent function while in use for cutting and or coagulating cervical tissue during a leep procedure. Ref: (B)(4). Per service and repair order log 90784: "evaluation with foot pedal and 2-b connections replaced diaphragm. Functions to quality assurance specifications". Per tech "updated diaphragm". Reference repair order: 90784.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. Ref: (B)(4). As per historical complaints and MDR submissions for adverse event and or product problem a faulty foot pedal diaphragm can cause intermittent function while in use for cutting and or coagulating, during a leep procedure. Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. This unit was manufactured in 2003. Service & repair confirmed the complaint and had replaced the diaphragm to repair the device. The foot pedal has been known to fail due to a few reasons. The most common is the diaphragm which acts as the mechanism to make contact (for electrical current) to supply power to the unit. This particular failure is actually not due to the foot pedal portion of the device, but another component inside the housing. Air displacement pushes on a piston, via a diaphragm, into a switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch mechanism located in the housing of the unit. The diaphragm breaks down just enough to lose its seal and cannot function properly. The diaphragm material has been described as a rubber, possibly a latex. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Materials like latex are flexible hence the use in this application but its elastic properties can alter over time as well. In this degraded condition the sealing properties are impacted and it will not function as intended. The root cause for this complaint condition is being attributed to degradation of the diaphragm. Correction and/or corrective action: coopersurgical service and repair team replaced the diaphragm on the unit and returned it to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
In keeping with historical complaints and MDR submissions for adverse event and or product problem, related to the continuous function of the leep 1000 units, a faulty foot pedal diaphragm may cause intermittent function while in use for cutting and or coagulating cervical tissue during a leep procedure. Per service and repair order log 90784: evaluation with foot pedal and 2-b connections replaced diaphragm. Functions to quality assurance specifications." Per tech "updated diaphragm". Reference repair order: 90784. (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. Ref (B)(4). As per historical complaints and MDR submissions for adverse event and or product problem. A faulty foot pedal diaphragm can cause intermittent function while in use for cutting and or coagulating, during a leep procedure.

Event description:
In keeping with historical complaints and MDR submissions for adverse event and or product problem, related to the continuous function of the leep 1000 units, a faulty foot pedal diaphragm may cause intermittent function while in use for cutting and or coagulating cervical tissue during a leep procedure. Ref: (B)(4). Per service and repair order log (B)(4): "evaluation with foot pedal and 2-b connections replaced diaphragm. Functions to quality assurance specifications". Per tech "updated diaphragm". Reference repair order: (B)(4).